Event description:
Follow up from the health care provider reported the cause of the event was the spinal cord stimulator stopped working. The event was attributed to the lead. There were abnormal impedance measurements of 10,000 and 3 ,600. There was a lead revision and additional lead placement. Reprogramming occurred on (B)(6) 2012, stimulator was at end of service (eos). On (B)(6) 2012, the battery was replaced. Approximately one month later there was a lead revision and two additional leads were placed. Increased pain was associated with the event. The patient did not require hospitalization and there was no injury to the patient. No further information was reported.

Event description:
It was reported that the patient had their implantable pulse generator (ipg) replaced (B)(6) 2012. The impedance check at the end of the case showed impedance >10,000. The patient will have the lead replaced at another time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).